Manufacturer narrative:
(B)(4): report is being submitted at this time to meet reporting timeline as potential malfunction cannot be excluded and as patient outcome is unknown.

Event description:
Customer reported that AED could not analyze due to pad marginal prompt. At the time of this report, no information has been supplied to indicate patient outcome.